Event description:
Reportedly, the valve was explanted after an implant duration of 3 years 3 months due to high gradient and regurgitation. Per the translated customer letter, "during the first year, the patient - (B)(6), (B)(6) month old - presented only a discrete aortic systolic heart murmur, with a low gradient on his eco. As of the second year post surgery, everything has changed, even though the patient was clinically healthy. The systolic murmur intensified and its aortic transvalvular gradient increased. As of the 30th month after the surgery, the patient began to feel tired; he was several times misdiagnosed with pneumonia, which turned out to be a lung congestion. On the third year post surgery, his aortic and mitral valves presented double murmur. His cardiac area expanded again and his eco showed degeneration on both prostheses with double important injuries. This situation was lasted from august till october when there was no condition to proceed with the treatment. The patient went under another surgery and mechanical valves were implanted. The patient now presents a good and healthy condition."

Manufacturer narrative:
Evaluation summary: as received the valve exhibits a cut out in the tissue of leaflet 2, may be due to pathological testing, that measures to 3mm at the free margin by 11mm into the cusp area. Moderate to heavy calcification is evident in the cusp area of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto leaflet 3 inflow and into the orifice at the greatest point by approximately 4mm. Missing section in the sewing ring is most likely due cuts at explant. The x-ray demonstrates calcification. Additional manufacturer narrative: edwards distinguished research scientist observed the valve and concluded with the following: "early tissue calcification, as observed in these two explants, is uncommon but can occur in certain group of patients such as patients with end-stage renal disease or younger patients. However, the mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. The root cause for the leaflet tissue calcification in these particular valves cannot be determined even though it appears some systemic factors may be involved in this pathological process since the features of tissue calcification in both valves are very similar." The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Method: x-ray.

Manufacturer narrative:
Method: device not returned. Device to be returned for evaluation. This is device 2 of 2. See report for serial number (B)(4). The device history record (DHR) review is in process.